Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) and vomiting, while wearing the pod. It was noticed that the cannula had dislodged from the infusion site. At the hospital, the patient was placed on an intravenous (IV) of insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.